Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/20/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection shows the product was cut into two pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Historical data analysis: the search in complaint history revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on day one post-op due to anterior capsule - posterior capsule rupture, the intraocular lens (iol) didn't stay centered as the capsular bag wasn¿t stable as the surgeon expected. Reportedly, the retinal doctor did a vitrectomy and explanted the intraocular lens (model zlb00, +18.5 diopter) in a secondary surgical procedure from the patient¿s operative eye. A competitor monofocal three-piece iol was used as a replacement lens. The patient was reported doing excellently when discharge. No further information was provided.